Event description:
The customer stated that when she opened a new carton of test strips, the bottle inside the carton was open. She tested the strips by performing a control test and the results were high, out of range. While troubleshooting, she performed 2 normal control tests and rec'd results of 174 and 163 mg/dl. The normal control range is 86-119 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.